Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was adjusted, the column switch was replaced, and the lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system intermittently would locked up during a case. Also the lift column would not work. The procedure was completed. No pt injury was reported.